Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no issues during the inspection. Additional information was requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center is completely without function and no image. The issue was found during inspection upon receipt. The device was being received by the customer after being repaired. There were no reports of patient harm. Related patient identifiers: (B)(6) (previous repair).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to a connection failure associated with the power supply plug. Olympus will continue to monitor field performance for this device.